Manufacturer narrative:
Multiple attempts made to follow up with the customer, no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels over 700 mg/dl with large ketones. The customer delivered multiple bolus corrections to manage bg level. The customer went to the hospital on (B)(6) 2016 and the customer was treated with an insulin intravenous drip. While troubleshooting with tandem technical support, the customer did not see any drips from the tubing and reported that there was no insulin drip from the luer lock when disconnected. Tandem technical support recommended to change out supplies and customer acknowledged.